Manufacturer narrative:
Block b5 (describe event or problem) and e1 (initial reporter phone) were updated with additional information. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1initial reporter phone (B)(6) reported here exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f1001 captures the reportable event of cancelled procedure. H11: the initial report was mistakenly submitted as a serious injury. However, this event corresponds to a malfunction report; therefore, this report provides the necessary correction.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange failed to deploy, and the stent could not be placed. It was noted that the stent remained loaded on the catheter within the working channel, and as a result, it was unintentionally pulled out of the target lesion when the catheter was moved away from the puncture site. Knocking was attempted in order to address the issue, but nothing was resolved. The procedure was cancelled due to this issue. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange failed to deploy, and the stent could not be placed. It was noted that the stent remained loaded on the catheter within the working channel, and as a result, it was unintentionally pulled out of the target lesion when the catheter was moved away from the puncture site. Knocking was attempted in order to address the issue, but nothing was resolved. The procedure was cancelled due to this issue. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter phone (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: investigation summary: with all available information, boston scientific corporation concludes that the reported events of stent partially deployed and stent positioning issue were not confirmed. The device was returned with the delivery system in the second position of the deployment process, and the stent was fully deployed and expanded. However, stent partially deployed and stent positioning issue are noted within the instructions for use (IFU) as possible adverse events associated with the use of the device. The investigation concluded that the additional observed damage of inner sheath kinked most likely caused due to procedural factors, such as excessive force and/or manipulation of the sheath. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent with electrocautery enhanced delivery system was received for analysis. Visual inspection of the device identified the delivery system was in the second position of the deployment process, and the stent was fully deployed and expanded. Additionally, the inner sheath was kinked. No other damages or defects were observed. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed and stent positioning issue are noted within the IFU as possible adverse events associated with the use of the device. Risk review: a review of the axios stent and electrocautery enhanced delivery system hazard analysis and dfmea was completed and confirmed that the event of stent partially deployed, stent positioning issue and cancelled/rescheduled - post sedation/sedation unknown were defined in the risk documentation. These events type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate pseudocyst drainage during a procedure performed on (B)(6) 2025. During the procedure, the second flange failed to deploy, and the stent could not be placed. It was noted that the stent remained loaded on the catheter within the working channel, and as a result, it was unintentionally pulled out of the target lesion when the catheter was moved away from the puncture site. The procedure was cancelled due to this issue. There were no patient complications reported as a result of this event.